Manufacturer narrative:
A manufacturing evaluation was completed: (B)(4) received in the bag for sterilization in autoclave. The returned part was visual inspected, the surface was found completely scratched due to use. The part was disassembled for inspection. The featured pertinent to the complaint condition were measured. All the measured dimensions were found conforming to specification. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The article was manufactured in may 2007. According to the procedure the closure of the securing ring was checked. No anomaly was documented for the two parts of lot 1682609. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: implant shows wear at the edges of the endplates as well as at the middle body due to implant insertion and removal. The wear on those surfaces does not impact the functionality of the implant. Ratcheting surface on inner body and locking ring (mounted in outer body) show little to no wear. Locking ring appears closed after each expansion step. Implant also remained height during application of static axial load of approximately 650n. Implant is functioning correctly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device broke intra-operatively and is not considered to have been implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4)- manufacturing date: may 10, 2007. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a 360° spondylodesis with resection procedure of the lumbar vertebral body on (B)(6) 2015. Based on past experience, the surgeon was able to determine that the ¿eye¿ was closed after the implantation and distraction of the synex cage. As compression was applied on the pedicle screws, a clicking noise was heard. Radiological imaging confirmed collapse of the implant. The surgeon completed the dorsal portion and opened the patient again from the ventral side. The synex implant was wide open and could not be further secured or closed. The surgeon replaced the implant with another synex, which was successfully distracted and secured. The procedure was prolonged by approximately seventy (70) minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: an additional product evaluation investigation was completed with results as follows: implant shows wear at the edges of the endplates, as well as in the middle body, due to implant insertion and removal. The wear on those surfaces does not impact the functionality of the implant. However, the ratcheting surface on the inner body and locking ring (mounted in outer body) show little to no wear. The locking ring appears closed after each expansion step. It was determined during functional tests that the implant performs as intended. Additionally, the implant maintained height during application of static axial loads of approximately 650n. The malfunction of the synex device occurred during compression on the pedicle screws. Therefore, the synex part of the surgery had already been completed. The harm reported in this complaint was ¿poor spinal mechanics - major/musculoskeletal motion segment complications¿, which covers the possibility of a revision surgery. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.